Manufacturer narrative:
The implant remains in situ. The identifying lot number was not provided; therefore, a review of the device history records could not be conducted. Radiographs were not provided. There are no plans for revision surgery. The root cause cannot be determined at this time. If additional information is received, a follow-up report will be submitted.

Event description:
During a postoperative visit, the surgeon noted that the most caudal screw had fractured.